Event description:
The complaint is reported as: patient was in operating room for arrhytmias and a radial catheter was placed. During the intervention radial catheter broke without making any type of movement with the patient intubated and sedated. It was noticed that there was no pressure on the monitor. The catheter is checked, and it is observed that it is broken, and the cannula remained inside the patient. Due to this incident, it was necessary to intervene surgically on the patient on the left arm by vascular and the cardiac hemodynamic team of the hospital in order to recover the cannula (it was recovered completely). The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer provided two images showing an arterial catheter and guide wire. Visual analysis of the customer photos revealed that the catheter body was separated directly adjacent to the juncture hub. The separated catheter body appears to be advanced over the guide wire. The customer returned one arterial kit for analysis. No definite signs of use were observed. Visual analysis of the returned catheter did not reveal any obvious defects or anomalies. The catheter body was slightly curved but intact and did not show any signs of separation. Therefore, it can be concluded that the returned device is not the same device pictured within the customer photos. It was also noted that the guide wire was severely kinked; however, upon following up with the customer, they were unable to confirm if the guide wire was kinked when they observed the alleged separation. Therefore, it is being assumed that the guide wire became kinked while in transit to the morrisville facility. The catheter body length from the juncture hub to the distal tip measured 85mm which is within the specification limits of 82mm-86mm per the catheter product drawing. The catheter body inner diameter at the distal tip measured 0.58mm which is within the specification limits of .48mm-.68mm per the catheter product drawing. The catheter body outer diameter measured 1.06mm which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion graphic. This indicates that the wall thickness is within specification. The guide wire was inserted through the distal tip of the catheter body. Minor resistance was encountered at the kinking; however, the functional portion of the guide wire was able to pass through the catheter with little to no resistance. Performed per IFU statement "thread tip of catheter over spring-wire guide". A manual tug test was applied to the catheter body. No portion of the catheter body became separated or damaged. Therefore, the catheter body is functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "keep away from sunlight". The IFU also states, "do not use if package is damaged". The report of a separated catheter body was confirmed through analysis of the customer supplied photo; however, visual analysis of the returned sample revealed that the catheter was intact and showed no signs of damage/separation. Therefore, it was determined that the returned sample is not the actual complaint sample from the customer photos. All relevant dimensional and functional requirements of the returned catheter were met, and a device history record review was performed with no relevant findings. Based on the discrepancy between the returned sample (undamaged catheter) and the device from the customer photos (separated catheter), the root cause cannot be determined since the separated catheter pictured in the image was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: patient was in operating room for arrhytmias and a radial catheter was placed. During the intervention radial catheter broke without making any type of movement with the patient intubated and sedated. It was noticed that there was no pressure on the monitor. The catheter is checked, and it is observed that it is broken, and the cannula remained inside the patient. Due to this incident, it was necessary to intervene surgically on the patient on the left arm by vascular and the cardiac hemodynamic team of the hospital in order to recover the cannula (it was recovered completely). The patient's condition is reported as fine.